Manufacturer narrative:
(B)(4). The reported complaint of "pump shut off" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to field service report, the field service representative checked the pump and could not duplicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "recorder error". The report further states, "primary rn endorsed it was an ac3 console and the pump 'shut down'. When asked to clarify the alarm or read the alarm history, rn declined. I asked if the console screen went black or pump stopped and she did not clarify. Serial number requested for follow up and rn said she needed to disconnect. Secretary took down my phone number and disconnected". No report of patient harm or injury.

Event description:
Reported as "recorder error". The report further states, "primary rn endorsed it was an ac3 console and the pump 'shut down'. When asked to clarify the alarm or read the alarm history, rn declined. I asked if the console screen went black or pump stopped and she did not clarify. Serial number requested for follow up and rn said she needed to disconnect. Secretary took down my phone number and disconnected". No report of patient harm or injury.

Manufacturer narrative:
(B)(4).